Event description:
It was reported that the patient went to the ER (emergency room) after receiving multiple inappropriate shocks from their right ventricular lead. It was also reported that the lia (lead integrity alert) had been triggered, there was oversensing, high impedances, noise, and high thresholds. The lead was capped and replaced. It was also reported by the patient's wife that the defibrillator was removed and replaced because it didn't last. Follow-up was conducted for more specific information about the device but was unsuccessful. Any additional relevant information received will be added to the event. No further patient complications have been reported.

Event description:
It was reported by the patient's wife that the defibrillator was removed and replaced because it didn't last. Follow-up was conducted for more specific information about the device but was unsuccessful. Any additional relevant information received will be added to the event. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the device was returned and analyzed. Analysis of the device revealed normal battery depletion and the device meets expected longevity.